Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully reset the pump and was able to resume insulin use and reconnect to her sensor. Technical support advised the customer to contact them if the malfunction recurs, and the customer acknowledged these instructions.